Manufacturer narrative:
(B)(4). Concomitant medical product: k-wire cocr 0.9 x 95mm, cat#: 231209095, lot#: ni. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that during a distal interphalangeal fusion procedure, while attempting to implant a screw, the head of the screw stripped while the head of the screw was still proud. The surgeon attempted to back out the screw with several different methods, but was unsuccessful. The screw head was then cut and the screw remained inside the patient still sitting a little proud. This event caused a one (1) hour delay in the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.